Event description:
It was reported by the patient that they awoke to a "sharp pain, with pain in the shoulder" and they also experienced "two sharp pains" the night before. Follow-up investigation with the clinic revealed that the patient had also called in complaining of feeling the device migrating within the pocket, which was due to the patient losing thirty pounds following a knee surgery. The patient has not been seen by clinic staff for any subsequent visits or device checks. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.